Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was over 600mg/dl. Troubleshoot was conducted. The cannula was noted to be bent. The customer is being sent replacement. The customer declined to troubleshoot the pump and believes it is functioning as designed.